Event description:
During a cath lab procedure, a 32 year old male pt developed v fib. The staff defibrillated the pt at 200j and at 300j. The staff is unsure if the unit discharged properly. The staff defibrillated the pt a second time at 300j and his rhythm was converted. There was no adverse effect on the pt. When the unit was unplugged from ac power, the staff indicated that the unit made a loud "popping" sound. The complainant also indicated that the unit's recorder time was different than the clock in the cath lab.